Manufacturer narrative:
Continued from d10: w3dr01 ipg, implant date (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient's representative that a pacing lead "pulled loose at the beginning of the implant, and wasn't in the pacemaker and was turned off, and was left in the patient". The patient's representative reported that the implantable pulse genera tor (ipg) was not working since implant there was "shock after shock" that depleted the the battery faster than expected. The ipg and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.